Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. One test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing result (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number unknown compared to an unknown laboratory method. At 2:33 pm, the meter result was 6.9 inr. At 4:30 pm, the result from the laboratory was 4.9 inr. The customer has a therapeutic range of 3.5-4.0 inr.